Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery now alarm. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that the reservoir was lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.